Manufacturer narrative:
A ge service representative performed an on site investigation. The fuses were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the bilateral monitors failed to display an image. This is a reportable event related to a loss of imaging functionality. There are no reports of pt injury or death associated with this event.